Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced headaches after having an MRI on (B)(6) 2017. There was a request to adjust the performance level setting of the device. It was stated that by the time the patient had been discharged, the problem was resolved, and the valve was not damaged. No further information could be provided.